Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that two 5 x 15 concerto coils of the same model and lot had resistance/were stuck at the non-medtronic catheter hub. A replacement coil was used to continue the procedure. During the same procedure, two 6 x 20 concerto coils of the same model but different lots could not be detached. The instant detacher was replaced and other coils were used and detached successfully to complete the procedure. There was no harm or injury to the patient associated with this event. Ancillary device: progreat microcatheter

Manufacturer narrative:
Product analysis: no damages or irregularities were found with the introducer sheath. The actuator interface was found securely attached to the coupler tube. There is no evidence of detachment attempts using an instant detacher at this location. The break indicator was found intact. There is no evidence of manual detachment at this location. Multiple kinks and bends were found throughout the length of the concerto pusher. The coin was found still against the lumen stop. No damages or irregularities were found with the shield coil. The implant coil was found still attached to the pusher. No damages were found with the implant coil. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.